Manufacturer narrative:
(B)(4). Results: incomplete firing cycle. The ec60a device was received for analysis with no visual non-conformances and with an ecr60g cartridge reload present. The cartridge reload was received partially fired 1/3 consistent with an incomplete or interrupted cycle. It should be noted that in order to open a device that has been partially fired or fully fired a reverse stroke needs to be performed trigger to trigger to handle in order to return the knife to the home position (indicator in the "0" position) and press the anvil release button to open. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as the device closed and opened as intended. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a thoracotomy procedure, for the first firing the device was loaded with a green cartridge, closed and put into the incision. When the surgeon went to open the device to be placed on tissue, the jaws would not open. They attempted the manual release, but it did not work. They pulled the device out and got a new one to continue the procedure. There was no patient impact.